Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output from the receiver that occurred on (B)(6) 2015. Patient is an adult using a pediatric receiver. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that the patient is an adult using a pediatric receiver. It should be noted that the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.